Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited due to adhesive peeling off, distal end is not secured. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to fracture problems, cause could not be established. Olympus will continue to monitor field performance for this device.